Event description:
Additional information received reported that the event did not result in permanent impairment of a body function, or permanent damage to a body structure. The event resulted in a serious deterioration in the health of the patient and required prolonged hospitalization.

Event description:
It was reported that a patient had a pump pocket infection. The event was stated to be related to the procedure. The patient was transferred to a hospital where the patient could be treated. In-patient, hospitalization, and emergency room visit were listed as actions taken as a result of the event. The pump was infusing compounded baclofen or morphine sulfate. The event was ongoing and the severity was reported to be mild. Additional information received reported that on 2015-02-01, the patient was presented to the emergency department with reporting fevers, chills, shortness of breath, back pain, and pain at both surgical sites. Physician progress/critical care notes reported abnormal test results showed progressive mental status, acute delirium, and progressive worsening severe hypotension/shock. It was stated that the etiology was likely severe sepsis. The patient was given administered zosyn and intravenous (IV) vancomycin. An explant was done of the entire system on (B)(6) 2015. No interventions or outcome was reported regarding this event. A follow-up report will be submitted if more information becomes available.

Event description:
Additional information received from the health care provider (hcp) via the clinical study reported that the event resolved without sequelae on (B)(6) 2015. The drug that was used via the device system was dilaudid 2.0mg/ml at 1.4028mg/day, baclofen 400.0mcg/ml at 280.56mcg/day, and bupivacaine 30mg/ml at 21.042mg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study updated the clinical diagnosis as pump pocket infection due to sepsis.

Event description:
Additional information received from the health care provider (hcp) via the clinical study concomitant medication was hydromorphone. Medical history includes pain, metastatic multiple myeloma, congestive heart failure, depression, insomnia, anemia, osteoporosis, longstanding history of asthma (steroid dependent), bone mineral density loss (steroid induced), and ulcer disease.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).